Event description:
The account alleged the head section is drifting.

Manufacturer narrative:
The account found the head drive was oily. The account replaced the complete drive assembly to repair the bed.